Event description:
Approx 16 months post implant, the valve was explanted due to thrombus on the ventricular side, obstructing the disc in an almost closed position. The valve was not returned for analysis.